Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A4: patient weight unknown / not provided. D4: device UDI number unknown / not provided. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported peri-implantitis on tooth number 14. Per indicated: surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Symptoms as a result of the event: none indicated.